Event description:
It was reported that the proximal lateral tibia plate and screws were broken. Due to an acute infection, the broken implants, a medial plate and additional screws, were removed and resolved with temporary external fixation placement.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the proximal lateral tibia plate and screws were broken. Due to an acute infection, the broken implants, a medial plate and additional screws, were removed and resolved with temporary external fixation placement.

Manufacturer narrative:
Please note that this report has been raised in error due to misleading information in the event description. After product return, it was confirmed that only 16 screws were explanted in total.